Manufacturer narrative:
Three attempts were performed to obtain additional information, but no response was received from the customer. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device since the lot number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, it was noted that user error led to the cause of the drape melting. The following information is stated in the instructions for use (IFU) stating to use the products correctly and with caution, e.g.: caution. "Advice not to place endoscopic equipment on patient skin or flammable/heat-sensitive materials. An inspection of the products before each use is described in the IFU, such a defect therefore should be discovered before use. A replacement of defect devices and contact to olympus representatives is suggested". Caution. "Advice that light emission part/distal end & connectors get hot". Caution. "Advice to set output power of supply unit as to the minimum level that is needed for a sufficient illumination". Caution. "Advice to switch supply unit off if not used¿. "In the event that the contamination is not properly removed and, in an unlikely event that a contaminated article is used on a patient, the risk to patients, users and/or third parties is evaluated as acceptable". Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during device evaluation, the telescope melted the drape. There were no reports of patient harm.